Event description:
[Preferred term] (related symptoms if any separated by commas). During the use of first needle for injection, patient experienced particularly pain on the abdomen upon injection [injection site pain], during the use of first needle for injection, patient experienced bleeding on the abdomen upon injection [injection site haemorrhage], patient developed a fear of insulin injections [fear of injection]. Case description: this serious spontaneous case from china was reported by a consumer as "during the use of first needle for injection, patient experienced particularly pain on the abdomen upon injection (pain injection site)" with an unspecified onset date, "during the use of first needle for injection, patient experienced bleeding on the abdomen upon injection (injection site bleeding)" with an unspecified onset date, "patient developed a fear of insulin injections (fear of injection)" with an unspecified onset date, and concerned a male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". Patient's height, weight and batch number were not reported. Medical history was not provided. On an unspecified date, patient used nn unspecified insulin (not specified). On an unspecified date, patient experienced pain and lot of bleeding on the abdomen upon injection with first needle, currently patient developed a fear of insulin injections due to which patient was hospitalisatised (hospitalisation details unknown) (the patient had no other complaints about box of needles). Batch number of novofine 32g 6 mm was requested. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "during the use of first needle for injection, patient experienced particularly pain on the abdomen upon injection (pain injection site)" was not reported. The outcome for the event "during the use of first needle for injection, patient experienced bleeding on the abdomen upon injection (injection site bleeding)" was not reported. The outcome for the event "patient developed a fear of insulin injections (fear of injection)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Investigational result: name: novofine 32g etw tip 0.23/0.25*6mm, batch number: unknown. Without the sample it is not possible to conclude if the novofine was a genuine novo nordisk product. The complaint had been registered in novo nordisk's complaint handling system. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Final manufacturer's comment: 14-apr-2025: the suspected device novofine 32g needle has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis per-formed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Relevant information on operator of the device, training from health care professional on injection technique, proper product storage, needle re-usage are unavailable. Considering the nature of events, it could be related incorrect handling of the product. H3 continued: evaluation summary name: novofine 32g etw tip 0.23/0.25*6mm, batch number: unknown without the sample it is not possible to conclude if the novofine was a genuine novo nordisk product. The complaint had been registered in novo nordisk's complaint handling system. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.